Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
8 reported possible false positive results for flu b. Patients were symptomatic. The customer communicated the results were confirmed negative by another rapid antigen assay. One of the results was also confirmed negative by molecular (pcr).